Event description:
It was reported that during an unk procedure, the device became hot. Another device was used to complete the case. Pt rec'd a first degree burn. No medical intervention was needed for it. According to the user's report. The handpiece caused the burn. The location of the burn is not available. It is very benign and small.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was returned and was tested on a generator and gave an error code 4. It no longer meets design specs for continuity. The hand piece was disassembled, evidence of moisture ingress and isolator torn were found. Due to this condition, it resulted for temperature issues to occur.